Event description:
Not sure if this lot was recalled, but prior to death pt was receiving in-home intravenous antibiotic therapies and had a pre and post administration flush regimen that included 100 units/ml heparin lock flush packaged in monoject prefill advanced 5ml fill syringes marketed by tyco healthcare under the kendall label. Ndc for this product is 17474-0125-5. Pt used more than 100 doses of this medication in the months before his death. Official cause of death was listed as end stage pulmonary. Family still has a large quantity of this product on hand. Dose or amount: 20 ml; frequency: bid; route: IV bolus. Dates of use: three months in 2007. Diagnosis or reason for use: antibiotic regimen in-home.